Event description:
Abbott vascular perclose proglide misfired. The suture got caught in the device and would not come off the device. While attempting to remove the device from the vessel, it tore a larger hole in the vessel requiring a repair of the right femoral artery. A second abbott vascular perclose proglide fell apart at the handle when removed from the package never reached the patient. We have the lot numbers of both devices but are unable to identify which was used on the patient. The pt was obese, the vessel was deep and tortuous. (17) 241031 (10) 2120341 (91) 3798, cannot confirm this was the device that misfired, there were issues with 2 devices. Reference report: mw5146958.